Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the device was involved in 2 slips. No other info provided. Unk whether the slips occurred on 1 or more pts and if there was any pt(s) injury. Several request for add'l info has been sent but to date, no new info has been provided.